Event description:
After placement into the patient, the soundstar ultrasound catheter failed to communicate with the carto system. Clinical site notified mfg rep directly. Manufacturer response for diagnostic ultrasound catheter, soundstar eco diagnostic ultrasound catheter (per site reporter) clinical site notified mfg rep directly.